Manufacturer narrative:
Concomitant medical product: 10ml bd syringe, ref 306547, lot 8263666, exp: 08/31/2021, 0.9% sodium chloride injection. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that in the surgical oncology department a leak was noticed on the back side of the filter where there is an indentation. There was no report of harm.

Event description:
It was reported that in the surgical oncology department, a leak was noticed on the back side of the 0.2mm filter where there is an indentation. Although requested there was no further information provided by the customer. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe ref 306547 lot 8263666 exp 2021-08-31 0.9% sodium chloride injection. The customer¿s report a leak was noticed on the back side of the filter was confirmed. No abnormalities were noted during visual inspection. Functional testing identified a leak from the 0.2 filter side weld line. The root cause of the weld line leak is due to a supplier manufacturing error.